Event description:
It was reported that the customer was in the pool with his insulin pump on and the device had a crack at the battery compartment. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.